Event description:
Devie diagnostic testing at office visit (both normal mode and system diagnostic) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Based on known device settings, generator battery and of life is not a likely cause of the high lead impedance test result. The pt reports that he has not felt stimulation "for a while" and that he had experienced in increase in seizure activity over the last few months. The pt indicated that he has not experienced any recent injury or trauma that may have damaged the ncp system. The pt has been referred for surgical consult. Revision surgery is likely. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.